Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the device experienced oversensing noise. The device was explanted and replaced and the implant site was manipulated. No patient complications have been reported as a result of this event.